Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump revealed overinfusion with an undetermined root cause. Analysis of the catheter revealed there were coring/tears/cuts in the seal. Evaluation result code applies to both the pump and the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving saline at an unknown concentration and dose via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the pump started to alarm a single tone every hour a week ago or two weeks at the most. The patient had been going to the healthcare provider (hcp) every six months to refill with saline since 2010. The hcp moved away and the patient was in the process of getting the pump remove. The patient believed the pump alarmed because the battery was low. In (B)(6) 2016, the patient was told she had about four months left. The patient thought the alarm was getting louder, but it could be because she¿s more in tune with it. The sound was consistent with the pump alarms. The patient was working with her hcp to get someone to turn the alarm off. The patient asked if there was any harm leaving the pump in. There were no symptoms reported. Additional information was received from an hcp on (B)(6) 2016 and on (B)(6) 2016. The hcp had not yet interrogated the pump but stated it was the same alarm that was previously reported on (B)(6) 2016. The hcp wanted to know how to silence the alarm that was occurring and turn the pump off. The hcp requested the pump off authorization form. It was indicated that the pump was going to be removed on (B)(6) 2016. On (B)(6) 2016, further information was received from an hcp via a manufacturer¿s representative. It was reported that explant was planned on (B)(6) 2016. Further details regarding the issue, cause,and troubleshooting performed was unknown. At the time of the report, it was indicated that the issue was not resolved and the patient status was unknown. Additional information was received from a healthcare provider on (B)(6) 2016. The pump was explanted on (B)(6) 2016 and returned to the manufacturer for analysis.

Manufacturer narrative:
Conclusion code is no longer applicable for this event. Conclusion code applies to the pump. Conclusion code applies to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.